Event description:
It was reported that during surgery, thread on this ruler tensioner nut broke. Delay from (0 - 30) minutes reported. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded end of the sleeve fractured off inside the sleeve cap and all pieces were returned except for the o-ring. The device exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to reduce the occurrence of this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.